Event description:
Technician alleged that there was a pt fall on this bed. Nurse alleged that the siderail was in the up position, but when pt was found on floor, the siderail was down. No one witnessed the pt fall. No injury reported.

Manufacturer narrative:
Technician found the siderail would not stay up to a sticky liquid was spilled on the side rail causing the center arm mechanism to stick and not fully open to lock the siderail in place. The technician cleaned the siderail center arm mechanism and inside the center arm to resolve the issue.